Event description:
According to the reporter, during redo laparoscopic resection of liver , the device checked prior and when gained access into port into abdomen before any dissection has been used, the clamping jaw coating had fallen into the cavity but had not been activated nor used on patient. Foreign material of jaw had to be retrieved and a new dissector had to be opened and used. No complications nor intervention. No further delay apart from opening new instrument which worked fine for procedure. Faulty product retained and to be sent back for investigation. In the attached photo, the foreign material was retrieved and the jaw liner was coming loose from the jaw. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a jaw liner detachment failure. Functionally, jaw liner damage is caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. The defect sample would have been rejected if found prior to shipping, had it been an assembly defect. It was reported that the jaw liner of the device detached. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: use of a device with damaged components may result in injury to the patient or user. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during redo laparoscopic resection of liver , the device was checked prior and when gained access into port of the abdomen before any dissection has been used, the clamping jaw coating had fallen into the cavity but had not been activated nor used on patient. Foreign material of jaw had to be retrieved and a new dissector had to be opened and used. No complications nor intervention. No further delay apart from opening new instrument which worked fine for procedure. Faulty product retained and to be sent back for investigation. In the photo, the foreign material was retrieved and the jaw liner was coming loose from the jaw. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the jaw liner was melted. The evaluation found that the jaw liner damage was caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaw. Extended activation under this condition will cause the jaw liner to melt and become damaged. It was reported that the jaw liner of the device detached. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not activate the instrument with the clamping jaw closed unless there is tissue present, as doing so may damage the device jaws. If information is provided in the future, a supplemental report will be issued.